Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. The customer's loaded a cartridge with 80 units of insulin. Reportedly, the customer was able to load a new cartridge and resume insulin. The customer's blood glucose level was 360 mg/dl. In addition, it was reported that the pump time and date became inaccurate when the pump came out of storage mode. The cause was unknown. Reportedly the pump time and date was corrected by the customer. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.